Event description:
Since the patient "fell out and through a computer chair weeks ago", he stated he could feel the implantable neurostimulator and when he touched the lead area the stimulation sensation changed. The patient also reported not being able to adjust the stimulation with his programmer; the programmer displayed a "call your doctor" icon. The patient was at home. The patient was encouraged to contact his health care provider. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.